Manufacturer narrative:
Based on the claim against the force bipolar instrument by the customer noting loose wire on the tip with insufficient motion of the tip, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the instrument to perform evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument had loose wire on the tip with insufficient motion of the tip. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the force bipolar instrument had a loose wire on the tip with non-intuitive motion of the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a loose grip cable at the distal end. The complaint regarding a loose wire/non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. An additional observation related to the customer-reported complaint was also identified. The housing was removed, and the instrument was found to have a dislodged grip cable. The yaw motion may be non-intuitive as a result. Additional observations not reported by the site and not related to the reported complaint were identified. Signs of corrosion were found on the instrument bearings. The bearing found at the proximal end of the main tube exhibits orange discoloration. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
Refer to h10/h11 for follow-up information.